Event description:
It was reported that during a total hip replacement (thr), the tip of one (1) anthology inserter poster hard broke off in the stem while attempting to remove the stem for deeper reaming. The broken tip was left in the stem. The procedure was resumed after a surgical delay of less than 30 minutes using a smith & nephew back-up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, based on the information provided and without the return of the device for evaluation, the definitive clinical root cause of the adverse event could not be determined. Nor could a user error be ruled out. The retained tip of the anthology inserter poster hard is comprised of stainless steel, and it is an externally communicating device, that is neither manufactured nor intended for implantation. It is also not approved for long-term internal tissue exposure and long-term implantation data is not available. According to the report, the non-implantable broken tip of the device was retained inside of the stem, therefore, micro-motion and/or migration is unlikely. The patient impact was the retained non-implantable broken tip inside of the stem and the prolonged surgery. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of instructions for use for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices revealed that visually inspecting for damage or wear, including components in their disassembled state prior to re-assembly as well as ensuring components are re-assembled securely is indicated. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that this event was previously identified. It has been concluded that the occurrence of the described breakages are occurring at an acceptable level; therefore no more actions were initiated. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed

Manufacturer narrative:
D4 and h4 has been updated. Internal reference number: (B)(4).

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device finds the device returned heavily worn from use, with the distal threaded tip fractured off with no material returned. The proximal end is dented below the strike plate. Therefore, the clinical/medical investigation concluded that a procedural variance and/or user error could not be ruled out. Additionally, the retained tip of the anthology inserter poster hard is comprised of stainless steel, and it is an externally communicating device, that is neither manufactured nor intended for implantation. It is also not approved for long-term internal tissue exposure and long-term implantation data is not available. According to the report, the non-implantable broken tip was retained inside of the stem, therefore, micro-motion and/or migration is unlikely. The patient impact was the retained non-implantable broken tip inside of the stem and the prolonged surgery. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of instructions for use for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices revealed that visually inspecting for damage or wear, including components in their disassembled state prior to re-assembly as well as ensuring components are re-assembled securely is indicated. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that this event was previously identified. It has been concluded that the occurrence of the described breakages is occurring at an acceptable level; therefore, no more actions were initiated. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.